Event description:
It was reported that a warning triggered on the right atrial (ra) lead due to high impedance. There was also low impedance and noise noted on some episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.